Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that loss of capture and increased pacing impedance were noted on the right ventricular (rv) lead. Lead damage was suspected. An x-ray was performed and no anomalies were observed. The rv lead was capped and replaced. The patient was stable.